Manufacturer narrative:
MFR. #2916596-2020-02373 addresses further issues potentially related to this obstruction. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The date of this event was not provided. It was reported that the patient has a known outflow graft obstruction that is not affecting pump flow. The obstruction was noticed on a CT scan some years ago during a routine follow-up. No treatment or other action was reported. No further information is available.

Manufacturer narrative:
Section b2: correction. Section d4, h4: additional information. Manufacturer's investigation conclusions: the reported outflow graft obstruction could not be confirmed through this evaluation as the device remained in use and no images were provided. The current heartmate ii lvas IFU provides information regarding how to prepare and attach the sealed outflow graft for implant, and it states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information on all system alarms. No further information was provided. The manufacturer is closing the file on this event.